Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep; incorrect removal.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 4x15mm nc traveler balloon dilatation catheter (bdc) was used in a procedure and during the first inflation the balloon did not inflated perfectly. Therefore, the balloon was inflated and inflated a second time. After the second inflation the balloon was only able to be partially deflated and was removed with the guide wire from the patient partially inflated. After the procedure, resistance was noted when removing the guide wire from the bdc and the balloon became damaged during guide wire removal. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The reported unknown damage was confirmed; however, the reported difficulty removing the mandrel/stylet was not confirmed. The reported inflation and deflation issue could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters (cdc), nc traveler rx, global, costa rica, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported compliant. Additionally, it was reported by the account that the balloon was removed partially inflated. It should be noted the IFU also states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation did not contribute to the reported complaint and had to happen given the clinical situation. Lastly, it was reported that the balloon was thought to have become damaged during preparation and was still used in the procedure. The IFU states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case, it is likely that the use of the damage device contributed to the reported inflation and deflation issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet. The reported unknown damage appears to be related to operational context and the reported inflation and deflation issue appear to be related to user error. In this case, a conclusive cause for the reported difficulty removing the mandrel/stylet could not be determined since the difficulty could not be confirmed during return analysis. It is possible that the mandrel/stylet was inadvertently mishandled during removal resulting in the noted and reported unknown damage (scratches and pinhole) on the balloon material. It was stated by the nurse that the balloon may have been damaged during preparation and was still used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - use after damage h6: medical device problem code 4060 removed

Event description:
Subsequent to the initial report filed, additional information reported that there was no difficulty removing the guide wire from the balloon dilatation catheter (bdc); however, difficulty was noted when removing the stylet from bdc during preparation and the balloon was thought to become damaged. The account reported that slow inflation of the balloon is what was considered the imperfect inflation. No additional information was provided.